Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the upstream occlusion(uso) seal was non functional. The uso seal was replaced.

Event description:
It was reported that the device's cassette sensor was defective. The event occurred during testing.